Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/06/2018. . Philip's field service engineer replaced the power supply to resolve the issue. The unit passed the extended self test after repairs were made.

Event description:
It was reported that during preventive maintenance, it was observed that a couple of pins in the power supply were damaged. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 15jan2019. Date received by manufacturer: 15jan2019. This customer returned power supply was tested by philips and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.